Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and an additional error alarm. The customer confirmed that the insulin pump had recently been exposed to a magnetic resonance imaging procedure. Blood glucose level at the time of the incident was 180 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of face. The insulin pump was unable to perform displacement test or verify error alarms due to motor error alarms. The insulin pump was received with cracked case at display window corners and minor scratches on lcd window.